Manufacturer narrative:
No lot # provided, medical device expiration date: unknown, device manufacture date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the cannula on a bd nexiva¿ closed IV catheter system broke off into a patients arm. There was no report of injury or medical interventions.

Manufacturer narrative:
Investigation summary: without defective sample or photo for us is very difficult to determinate the root of cause, for this reason bd was not able to associate the reported defect to the mfg. Process. It is not possible perform the DHR review due that batch number was not provided. Investigation conclusion: we could not found the exactly root cause of the issue since no batch, no sample or photo was returned for evaluation.

Manufacturer narrative:
The initial MDR reported the product incorrectly. The correct bd product is bd nexiva¿ diffusics¿ closed IV catheter system.

Manufacturer narrative:
The initial MDR reported the "date received by manufacturer" incorrectly. The correct date is 02/16/2018.